Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator exhibited a recovery failure error for a particular medication. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator exhibited a recovery failure error for a particular medication. A field service engineer (fse) identified that the smart remote manager was failed. Fse cleaned the contacts on mini switches, applied enhancer, secured the connections and tested the device in hardware test application. The system functioned as intended after the field service engineer had repaired the device.